Manufacturer narrative:
Other relevant device(s) are: software 9733467 fusion ent app. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site switched to this navigation device after an inaccuracy when verifying registration. Using this navigation device, the same inaccuracy occurred with the trace registration. The site was able to successfully pass a trace registration but when verifying accuracy, the probe was 5-7mm anterior of the patients skin when touching the nose. The surgery was completed without the navigation device and there was no impact on patient outcome. The medtronic representative mentioned that the patient exam was not optimal and the patient had a lot of deep grooved wrinkles on the face. The medtronic representative later reported that the incorrect patient exam was loaded.